Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high/undefined impedance and loss of capture. A fracture was confirmed. It was also noted that the right atrial (ra) lead exhibited low impedance and insulation damage. The patient received temporary pacing and later the leads were capped and replaced. No patient complications have been reported as a result of this event.